Event description:
The biomedical engineer (bme) reported that all patient tile settings were changed on the central nurse's station (cns). Spo2 on the parameter priority list was dropped to be much lower than it normally should be, and they lost hr numerics. The settings were defaulted to the wrong settings.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that all patient tile settings were changed on the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: the customer stated that the spo2 and hr numeric priority list was dropped lower than it normally would be and as a result they lost hr numerics. Nihon kohden technical support (nk ts) requested the logs for the event. Nk ts requested an irc investigation be started to assess the cause of the reported event. An irc- was opened, and the irc team requested additional information from the customer to further help with the investigation. Attempts to contact the customer did not receive a reply. Root cause analysis: irc investigation suggested the irc be closed due to lack of information required to troubleshoot the reported issue. With the information available a root cause cannot be determined. A review of the serial number history shows no recurrence of the reported issue. Tile settings on the cns monitoring system are managed by the facility. The most likely cause was a biomed made a change to the system intentionally or unknowingly and the system operated under the new parameters set.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that on the central nurse's station (cns), all patient tile settings were changed. Spo2 on the parameter priority list was dropped to be much lower than it normally should be, and they lost hr numerics. The settings defaulted to the wrong settings after the previous patient was discharged. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) requested the cns logs for the event. An internal nk investigation was opened, and the irc team requested additional information from the customer to further help with the investigation. Attempts to contact the customer did not receive a reply. The irc was closed due to the lack of information required to troubleshoot the reported issue. With the information available, a root cause cannot be determined. A review of the serial number history shows no recurrence of the reported issue. This failure may be caused by loose power cable, loose cable extender, defective usb port, defective graphic/video card, defective power supply, defective ac outlet, or defective display. Incompatible resolutions on monitors connected to the system via video splitters may also keep the cns software from being able to boot up or run correctly, which may require disconnecting video splitters. Tile settings on the cns monitoring system are managed by the facility. The most likely cause was that a biomed made a change to the system intentionally or without knowledge and the system operated under the new parameters set.

Event description:
The biomedical engineer (bme) reported that on the central nurse's station (cns), all patient tile settings were changed. Spo2 on the parameter priority list was dropped to be much lower than it normally should be, and they lost hr numerics. The settings were defaulted to the wrong settings.

Manufacturer narrative:
The biomedical engineer (bme) reported that on the central nurse's station (cns), all the patient tiles settings were changed. The spo2 on the parameter priority list was dropped to be much lower than it normally is, and that they lost hr numerics. In this case, the settings were defaulted to the wrong settings. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that on the central nurse's station (cns), all of the patient tiles settings were changed. The spo2 on the parameter priority list was dropped to be much lower than it normally is, and that they lost hr numerics. In this case, the settings were defaulted to the wrong settings.